Event description:
A stroke patient with hydronephrosis and a history of ureteral stenosis and urogenic bladder was in the hospital, had side and flank pain, and had a ureteral stent placed. It was reported that subsequently, following stroke rehab, the stent could not be completely removed due to encrustation - a portion broke off and a portion remains in the patient and will be removed in a follow up procedure. It was reported that the surgeon bypassed the remaining stent with a fresh stent with no complications. The hospital has reported that it is retaining the stent piece that was removed (approximately 12 inches long). This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co. Is unable to determine the relationship between the device and the cause for this event, or if the device met its specifications. The dfu states: periodic radiographic, isotopic or cystoscopic examinations are recommended to evalute stent efficiency and to observe for possible complications. Note: where long-term use is indicated, it is recommended that indwelling time not exceed 365 days. This catheter should be evaluated by the physician on or before 90 days post placement.